Event description:
Info received indicates the pump experienced error code 36.

Manufacturer narrative:
(B)(4) is included in recall number z-1867-2011. This MDR is from a retrospective review for reportability.